Manufacturer narrative:
Date of event: unreported date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated unspecified anti inflammation drugs (intraperitoneally, dose and frequency not reported) for the event. The patient had not recovered from the event at the time of the report. Dianeal therapy was ongoing. No additional information is available.